Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels. Customer's blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 143 mg/dl. Customer bloused and drank water to treat high blood glucose values. Customer stated that they had contacted healthcare professional regarding high blood glucose values. Customer declined to troubleshoot for high blood glucose levels. Insulin pump will not be returned for analysis.